Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a catheter. Continuous flow. Customer states that the balloon did not deflate appropriately and got stuck in the sheath. Customer used another device to complete this procedure.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.